Event description:
Info received indicates the bed has no functions working due to moisture shorting the motor control and scale circuit boards. Bed was out of service in storage.

Manufacturer narrative:
The tech replaced the motor control and scale circuit boards to repair the bed.